Manufacturer narrative:
B5 describe event or problem updated. H6 device codes: failure to advance (a150204) added. Device evaluated by MFR.: the pt2 device was returned and the overall visual investigation did not identify any issues or failure. Microscopic inspection noted no issues on the distal side and proximal side the device. The guidewire was measured using a calibrated ruler and met specification. A media inspection was performed on the provided angiography pictures, however no evidence that could relate to the reported allegation was encountered. During product analysis no issues were found that could be related to the reported issue. Therefore, the reported complaint is not confirmed.

Event description:
It was reported that guidewire fracture occurred requiring additional intervention. Vascular access was obtained via pedal access through the anterior tibial artery (ata). The target lesion was located in the severely tortuous and moderately calcified peroneal artery (pa). A 300cm moderate support pt2 guidewire was advanced for treatment. The wire was looped up over tibioperoneal (tp) trunk into pa. The ata into the tp trunk was ballooned, however, during insertion of the balloon, the mid of the wire broke at the level of the tp trunk. The broken wire was completely removed using a snare through the ata. The procedure was then stopped as removal of the wire piece took too much time and radiation. No patient complications were reported, and the patient was fully recovered. It was further reported that this is via facility maude reference # mw5117595.

Manufacturer narrative:
B5 describe event or problem updated. H6 device codes: failure to advance (a150204) added.

Event description:
It was reported that guidewire fracture occurred requiring additional intervention. Vascular access was obtained via pedal access through the anterior tibial artery (ata). The target lesion was located in the severely tortuous and moderately calcified peroneal artery (pa). A 300cm moderate support pt2 guidewire was advanced for treatment. The wire was looped up over tibioperoneal (tp) trunk into pa. The ata into the tp trunk was ballooned, however, during insertion of the balloon, the mid of the wire broke at the level of the tp trunk. The broken wire was completely removed using a snare through the ata. The procedure was then stopped as removal of the wire piece took too much time and radiation. No patient complications were reported, and the patient was fully recovered. It was further reported that this is via facility maude reference # mw5117595.

Event description:
It was reported that guidewire fracture occurred requiring additional intervention. Vascular access was obtained via pedal access through the anterior tibial artery (ata). The target lesion was located in the severely tortuous and moderately calcified peroneal artery (pa). A 300cm moderate support pt2 guidewire was advanced for treatment. The wire was looped up over tibioperoneal (tp) trunk into pa. The ata into the tp trunk was ballooned, however, during insertion of the balloon, the mid of the wire broke at the level of the tp trunk. The broken wire was completely removed using a snare through the ata. The procedure was then stopped as removal of the wire piece took too much time and radiation. No patient complications were reported and the patient was fully recovered.